Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique (coded as peritoneal dialysis complication) and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, a break in aseptic technique (described as patient made a mistake) occurred. On (B)(6) 2010, the patient developed peritonitis. On the same day, the patient was hospitalized, at which time a peritoneal effluent analysis and culture were performed. The outcome of the events was not reported. Pd therapy was ongoing.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. However, it is being reported because it is the same as or similar to product distributed within the u.s.